Event description:
Device 1 of 3. Refer to MFR reports 1627487-2014-15474, 1627487-2014-15475. The patient had 2 leads (from the same lot) as well as 2 anchors (from the same lot) implanted as part of her scs system. It was reported that the patient went to the hospital due to experiencing tenderness and redness at her ipg, lead and anchor incision sites. The physician suspected an infection and opened the incision sites to cleanse them, but upon opening, elected to explant the patient's scs system. The physician indicated that the patient's immune system may have been compromised due to medication she takes for rheumatoid arthritis.

Manufacturer narrative:
The device history and sterilization records were reviewed and found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.